Manufacturer narrative:
Concomitant products: product ID 3878-60, lot# 0206487682, implanted: (B)(6) 2013, product type lead; product ID 3878-60, lot# 0206838058, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was stated electrode impedances were out of range during normal use. It was stated one of the electrodes (unknown which one) migrated out of the epidural space and could be related to the anchor fixation/performance. Impedances were high with a reading above 10,000 ohms. It was noted a revision took place on (B)(6) 2013 and x-rays were performed. Reportedly, the issue was not resolved. It was stated after connecting the electrodes to the implantable neurostimulator (ins) an impedance measurement was taken to show impedances were within the normal range. Post op, readings showed 7 out of the 8 contacts suddenly showed impedances out of range. Several weeks after operation the stimulation feeling of the patient changed dramatically and after an x-ray check the physician saw that one of the electrodes came out of the epidural space. The electrode with impedances out of range remained in the epidural space. Patient status at the time of report was alive with no injury and the patient experienced less than 50% therapy relief. The location of symptoms was at the device pocket and lead location.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the anchor found the injex stim anchor was intact and not affixed to lead. The length of the anchor was within specification. The inner diameter of the anchor was within specification. The outer diameter at the center of the anchor was within specification.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# 0207237375, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. Product ID: 97791, explanted: (B)(6) 2013, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient had a revision surgery. It was noted the anchor did not hold the lead. The reporter stated a new anchor was used after the lead was put in the right place. Additional information received reported the anchor did not hold the lead in place. It was noted the anchor did not hold the lead so the lead migrated and a revision was necessary. The reporter stated that this was the second anchor tried with this patient. It was noted the first anchor also demonstrated the same phenomena. It was further noted the anchor did not hold the lead and due to that, the lead migrated. The reporter stated a new anchor was placed, but it did not hold as the previous one. It was noted the anchor in the revision kit was used. It was noted the anchor did not hold the lead tight enough. It was further noted the patient had pain in their back and was hospitalized. Additional information received reported the manufacturing representative did not know exactly when the patient felt that the lead moved, but was told it was shortly after the initial implant. It was noted the patient's stimulation was stopped completely until the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.